Event description:
Additional information was received from the consumer indicated that every time the patient goes for a refill, there is double the medication in the reservoir than it should. It was noted that every time that they fill the pump, sometimes within the next day, the patient starts getting withdrawal symptoms including the shakes and cold sweats. The patient has also had a issue with increased pain. The caller stated that they tested the catheter with dye study, xray and MRI and no problems were found. A neurosurgeon was seen yesterday and said that it was absolutely not the catheter and declined surgery. The caller wanted to find a new surgeon and was given the physician listing.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_prog serial# unknown product type programmer, physician product ID 8709 serial# (B)(6) implanted: (B)(6) 2005 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the patient claimed that the pump was not working correctly based on his own experience. There were no known environmental, external, or patient factors that may have led or contributed to the issue. It was noted that a previous dye study was attempted and was unsuccessful. The patient was taken to surgery on (B)(6) 2021. When the pump was interrogated it showed no irregularities other than eri (elective replacement indicator). When the surgeon aspirated the catheter, it aspirated fine. The expected volume was 15.2 ml and the actual volume was approximately 16.5 ml and the pump seemed to working correctly. The device system was replaced. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event. The pump was delivering fentanyl (5000 mcg/ml at 1700 mcg/day).

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_prog, serial# unknown, product type programmer, physician product ID 8709, serial# (B)(6), implanted: (B)(6) 2005, explanted: (B)(6)2021, product type catheter product ID 8578, serial# (B)(6), implanted: (B)(6) 2012, explanted: (B)(6) 2021, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8578 serial/lot# (B)(6), ubd 2013-07-07, UDI# (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial#: unknown, product type: programmer, physician product ID: 8709, serial#: (B)(4), implanted: (B)(4) 2005, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 01-sep-2007, UDI#: 10721902208529. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The patient's wife reported that yesterday the patient heard the pump alarm and went to the physician¿s office. Per the agent based on the description given by the wife, the alarm was likely a low reservoir alarm because they had changed the schedule for refills. At the appointment yesterday, (B)(6) 2021 the patient¿s wife states that what they pulled out of the pump was double than what was expected based on the programmer. The patient¿s wife did not know details on the volume discrepancy and did not know the drug in the pump. The patient¿s wife stated that there has been no symptom change related to the volume discrepancy and stated that the doctor's office told her to call the manufacturer to have a company representative come to the office to troubleshoot further. The patient¿s wife also states that in (B)(6) 2020 the same scenario occurred, and a dye study was performed, but no issues were found. Additional information received on 21-mar-2021 from the healthcare provider via the company representative who reported that the pump was interrogated to determine which pump alarm occurred and it was the low volume alarm. The cause for the pump was alarm was determined, a programming error. The actions and interventions taken to resolve the alarm was the alarm was cleared and the correct volume entered. The actions and interventions taken to resolve the volume discrepancy was the patient was attempting to schedule a catheter replacement. The cause for the volume discrepancy was unknown.